Manufacturer narrative:
(B)(4). Baxter received and evaluation the device. The door not fully latched alarm was confirmed through baxter's functionality testing and was observed during the evaluation. This condition was determined to have been caused by loose link screws. The link screws were replaced.

Event description:
During baxter's functional testing, a spectrum pump alarmed door not fully latched. There was no pt involvement.